Manufacturer narrative:
Follow-up # 1 (06/11/2013)-device evaluation:the subject meter was returned on 04/23/2013 and analysis completed on 05/30/2013 by the product analysis department. The reported complaint was not confirmed. The analysis of the meter was normal. No product issues were identified during analysis. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4) alleging apply sample - meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.